Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have hairline cracks on grip input disk dof #7. The instrument was found to have hairline cracks on grip input disk do #6. Other backend components adjacent to the cracked inputs do not show damage. Cracked/broken pulleys, shafts, and disks inside the housing can be caused from incorrect cleaning or sterilization techniques used during reprocessing. Additional related observations: the instrument was found to have a loose grip cable at the idler pulley location. The cable became loose due to the broken input shaft on axis #7. A cracked/broken input shaft at the proximal end cause the cable to become derailed/dislodged, so cable tension is lost, and results in the cable becoming derailed or loose at the opposite distal end. As result the adequately movements of instrument are not possible. Additional observation not reported by site: failure analysis found the failure of thermal damage instrument bipolar yaw pulley near the grip base. The instrument was found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the 8mm maryland bipolar forceps instrument was not opening and closing as the surgeon required. The instrument was broken, when it was taken out and looked upon, a wire seemed to be loose. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause of the reported issues are listed below: the probable root cause of hairline cracks on grip input disk is attributed to damage during reprocessing. Leftover residual chemicals on the input shaft can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in a damaged instrument input shaft. The probable root cause of loose grip cable is attributed to a loss of cable tension. A cracked input shaft caused the cable to become dislodged at the proximal end. When the input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. These issues can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.